Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the internal handles did not allow the device to discharge. Complainant indicated that the clinician was able to obtain another set of internal handles to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.